Manufacturer narrative:
Correction: a medtronic representative went to the site to test the equipment. Testing revealed that the navigation system passed a system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 9735820, serial/lot #: (B)(4), ubd: unknown, UDI# unknown. A system checkout has not been completed as on 2019-09-17. The system control unit (scu) was returned to medtronic for analysis. When connected to a known good system, the returned scu was fully functional. A check of the event log did not reveal any adverse events. No problem was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred outside of procedure. It was reported that the camera had an amber light. The medtronic representative checked the cable going into the back of the camera, the middle of the camera, and into the poe injector without resolution. Poe was showing green status. The ndi toolbox was checked and the scu was not present. Camera status showed configuration alert and said scu connection failure. The ethernet cable was reseated from the scu to the computer on both sides without resolution. They powercycled the scu without resolution. No amber light was showing on the ethernet port of the scu where you connect it. A replacement scu was requested. No patient present.